Event description:
A hospital in (B)(6) reported that there was water leakage from the base of an mr290 vented autofeed humidification chamber during use on a baby. The hospital further reported that there approximately 300ml of water spilled on the ground. A back up machine was already set up and was immediately put to use. The patient is well and suffered no consequences.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: the visual inspection revealed that the complaint chamber dome had been come away from the base on one side of the chamber. A lot check revealed one other similar complaint of this nature for this lot number. Conclusion: an attempt to obtain further information with regard to set up and ventilator pressure settings has been unsuccessful. We are unable to determine the root cause, however the hospital has further reported that the chamber was used with a sipap ventilator that is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Our user instructions state: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Set appropriate ventilator alarms". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient". All mr290 chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks. Any chamber which fails the pressure testing or visual inspection is rejected. No consequence to the patient was reported as a result of this incident. The hospital has reported the patient to be well. Our monitoring and trending of complaints involving base leaks in mr290 chambers has a rate of occurrence of (B)(4).

Manufacturer narrative:
(B)(4). We have recently received the complaint device and are currently carrying out an investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that there was water leakage from the base of an mr290 vented autofeed humidification chamber during use on a baby. The hospital further reported that there approximately 300ml of water spilled on the ground. A back up machine was already set up and was immediately put to use. The patient is well and suffered no consequences.